Manufacturer narrative:
Other relevant device(s) are: product ID: 9735340, 9735339. A medtronic representative went to the site to test the equipment. It was reported that both the psu (position sensor unit) and scu (system control unit) failed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the position sensor unit (psu) failed. It was reported that it could not identify instruments. There was no patient present. (B)(6) 2020 it was reported that the psu (position sensor unit) and scu (system control unit) were replaced and the system can see the instruments. Both the psu and scu failed which resulted in the problem.